Event description:
The pt was not having pain relieved. A pump rotor test was done and the pump failed. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.